Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had made multiple attempts to obtain more information on the catalog and lot number; however, bd was unable to obtain this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Attached is bd's tech talk on sst processing for educational review. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was poor barrier separation with 3 samples after use with an unspecified bd vacutainer® sst¿ ii blood collection tubes. The following information was provided by the initial reporter: it is reported in study abnormal flotation of gel barrier separator were witnessed in three specimens.